Event description:
It was reported that when turned off the patient still felt stimulation sensation. The only way this went away is if the patient turned to 0v and off. The reporter was not sure if this occurred on other programs. The symptoms occurred following an implant. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).